Event description:
Sculptra injections - polylactic acid, manufacturer is sanofi aventis. In 2007 and two months later injections. Not informed by board certified surgeon of the following reactions that did happen to me. Surgeon then rewrote my medical notes when I asked for a copy to give to another physician to try and help me. He will not return the photos, he took of my adverse reactions on my face from three of the four visits I made to him to complain of my reaction. I never was verbally informed of the following risks that happened from these injections, nor are these listed on my signed consent form. The following symptoms did occur and are from this medical device. Bright red rash on face. I did not know I was having a reaction to sculptra. Foreign body reactions. Lumps, nodules. Visable and under my skin from sculptra. Lumps in my mouth. Pain from foreign bodies. Skin discoloration. Dermatitis/dermatochalasis. Small red lump inside my right eye which can effect my eye sight and I believe it has. Chronic inflammation in my eye area and in my mouth. Lax skin, loose now, under eye. Multiple lumps around the orbital rim, right greater than left eye. Elevated anxiety.